Manufacturer narrative:
The device was not returned for evaluation. The reported event could not be confirmed. A potential failure mode could be ¿agitator fails to turn off¿ with a potential root cause of ¿plc failure¿. This failure falls in a quad 2 risk region and based on this information the risk is moderate. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿inspect the catheter before use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheters did not drain the patient's bladder all the way, it was also noted that the catheters were too slick.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheters did not drain the patient's bladder all the way, it was also noted that the catheters were too slick.